Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer states she was using the a heating pad on her lower back for 45 minutes. She is alleging that she received a burn to the small of her back.